Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination valve, broken plug strap, creases fold and brown and black particles. Leak test and microscopic analysis was performed which identified: sharp broken on plug strap, delamination total of the valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange of textured implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange of textured implant due to the patient¿s concern with the product. Device has been explanted.